Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report an event which occurred on (B)(6) 2015 while using the purely yours breast pump with 6 aa batteries in the battery compartment. Customer was pumping with the pump base on her lap when she heard popping sounds from the battery compartment. She lifted the pump from her lap and immediately noted leaking black fluid coming from the pump base. Customer reports a burn on the palm of her right hand. The fluid leaked onto her clothing resulting in damage. Customer reports burning, tingling and numbness of her right palm after this event and received treatment at a local hospital emergency department. Customer denies any actual burn, redness, swelling or blisters on her hand. The health care provider wrapped her hand in thin gauze followed by a sleeve to stabilze her hand. She is soaking her right hand in warm water twice/day and taking acetaminophen as directed. Customer states the feeling in her right hand is improving.

Manufacturer narrative:
The customer was shipped a replacement breast pump and instructed to return the motor base she has been using back to ameda, inc. For investigation. She was asked to use the expedited (B)(6) return label sent to her on (B)(6) 2015. Customer was unable to be contacted by phone for follow up so four email messages were sent in the last 3 weeks asking for pump return. As of this date, pump base has not been returned to ameda, inc. If further information should become available, a supplemental report will be filed.